Event description:
It was reported that this right ventricular (rv) lead exhibited a gradual decrease of within-range pacing and shock impedance measurements, and then a gradual increase of within-range pacing and shock impedance measurements. Additionally, this rv lead exhibited intermittent loss of capture (loc) and a slight rise in threshold measurements. Technical services (ts) recommended a lead evaluation. No adverse patient effects were reported. This rv lead remains in service.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.